Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: a physical sample was not received for evaluation, however, one photographic sample was received. The photo shows part of a glidepath dialysis catheter. The distal portion of the catheter and the cuff. The cuff surface characteristics cannot be reliably analyzed as the provided photo appears to be grainy when zoomed in. Based on photo review, the investigation is inconclusive for the damaged/defective cuff issue as the photo was not able to clearly confirm the damaged/defective cuff. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 10/2019); g4 h11: b5, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post dialysis catheter placement via internal jugular vein, tissue allegedly failed to grow on the cuff causing catheter dislodgement. Reportedly, catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Photos were provided for review. As this is the only complaint associated with this lot number, a device history record review will not be required. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 10/2019).

Event description:
It was reported that approximately two months post dialysis catheter placement via internal jugular vein, tissue allegedly failed to grow on the cuff causing catheter dislodgement. Reportedly, catheter was replaced. There was no reported patient injury.